Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that during a visit to the clinic, dislodgement was observed on the right ventricular lead. Failure to capture and failure to sense were also noted. No patient symptoms were reported. The lead was explanted and replaced. During explant procedure, the lead was found wrapped up in the patient's ICD pocket. Twiddlers syndrome was suspected but not confirmed. No further information was provided.